Event description:
Follow-up revealed the lead was explanted and replaced with two new leads on (B)(6) 2016. The issue was resolved.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4)

Event description:
It was reported the patient lost stimulation due to lead migration which was confirmed by x-rays. An impedance check revealed low impedance on multiple contacts. Programming was attempted but could not provide resolution. As a result, the patient will undergo surgical intervention.